Event description:
It is reported that when the universal modular electric/battery double trigger handpiece was plugged in, it started to work automatically and got warm. The event occurred prior to surgery and there was no patient harm or delay reported.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.